Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range and oversensing due to non-physiologic signals/sic (sensing integrity counter). Non-physiologic oversensing noted on current egm. Mirror image noise consistent with compromised insulation, however further analysis not possible without returned lead. Svc impedance had an average of approximately 50 ohms, out of range low (7 ohms) on (B)(6) 2015. Concomitant products: 5076-58 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that an alert was triggered due to low impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead. There was some mirror image noise seen. The svc was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected lower range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was further reported that low electrical impedance of the superior vena cava (svc) coil of the right ventricular (rv) lead was re produce-able with isometrics and that the short interval counts (sic) had risen. The lead was extracted and replaced.